Manufacturer narrative:
The meter was returned for investigation where it was tested using a retention battery, retention test strips, and retention controls. Control ranges: level 1 = 30 - 60 mg/dl level 2 = 261 - 353 mg/dl testing results: level 1 = 44 mg/dl, 44 mg/dl, 44 mg/dl level 2 = 295 mg/dl, 305 mg/dl, 298 mg/dl all returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
It was alleged that a patient had discrepant results when tested with accu-chek inform ii meter serial number (B)(6). The specific date of the event was requested, but not provided. Two measurements of the patient were performed one immediately after the other and the glucose results were 300 mg/dl and 156 mg/dl.